Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller reported the tracheostomy tube was in the patient less than 28 days, and that the flange had popped out of the tube. The patient was recannulated.